Event description:
A report received from the USA stated an 840 ventilator was found to have a graphical user interface (gui) key-stuck error code logged in its memory. There was no report of patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and replaced the keyboard assembly. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications. Covidien ref: (B)(4).